Manufacturer narrative:
The initial MDR 2432235-2017-00643 was filed on december 14, 2017. Corrected information (12/18/2017): based on input from the (B)(4) recall coordinator on 12/18/2017 this recall was re-submitted to the (B)(4) office (oradevices1recalls@FDA.hhs.gov). The crr reporting number indicated is incorrect and was changed to 2432235-12/19/2017-004-c. In addition it was indicated that an "urgent medical device recall (umdr) was sent to us customers. This is incorrect as an "urgent medical device correction (umdc)" was sent to us customers on december 13, 2017.

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed that biotin interferes with the 3g allergen assay on immulite 2000/immulite 2000 xpi platform. At biotin concentrations of >5 ng/ml a negative bias that exceeds 10% has been observed on the immulite 2000/immulite 2000 xpi platforms. This issue affects previously manufactured, in-date, and future lots. The immulite platform instructions for use (IFU's) currently do not have biotin listed as a potential interferent. An urgent field safety notice (ufsn) imc 18-02.a.ous was sent out to ous customers and an urgent medical device recall (umdr) imc18-02.a.us was sent to us customers on december 13, 2017. The ufsn and umdr informs the customers of biotin interference on all affected immulite assays. Siemens will update all IFU's with the appropriate biotin information.

Event description:
Siemens technical operations internal investigation has identified that discordant falsely low results were obtained on two investigational samples on an immulite 2000/ immulite 2000 xpi instrument when using the 3g allergen specific ige assay. Five specific allergens were used for the testing - olive specific allergen, cat dander, latex allergen, wheat allergen, and chironomus spp allergen. The two investigational samples were spiked with biotin at multiple concentrations, for each specific allergen and run for investigational purposes on an immulite 2000/immulite 2000 xpi instrument. A greater than one class change (falsely low) in result was observed at biotin concentrations of 250 ng/ml with olive allergen, 100 ng with cat dander allergen, 75 ng/ml with latex allergen, 250 ng/ml with wheat allergen and 75 ng/ml of chironomus spp allergen respectively compared to results of the two samples without biotin. There were no patient samples impacted as this was for investigational purposes only.